Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used on the skin. Post-op, two days after the surgery, the wound was found with erythema and inflammation during dressing change. About 7 days after surgery, dark skin tone and epidermal necrosis were found around the incision site. The patient was given a dressing change. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 472 g/m . H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is this complaint about 1 suture device? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. Was intervention given for the epidermal necrosis? If yes, please provide details. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Has the patient had any past issues with triclosan? Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: received information as following from sales rep via phone today. Please update the event date to be 2023-dec-11. After investigation, the patient was a female with unknown specific age who underwent cesarean section in hospital on (B)(6) 2023. The surgeon used vcp935h for intradermal sewing of incision skin tissue in the way of continuous suturing during the operation, and the intraoperative sewing operation was smooth. On dec.11, the doctor found that the patient's wound was red and swollen when changing the dressing. Whether the treatment was taken was unknown. About one week after the surgery, the doctor found that the patient's skin color around the skin incision was dark and epidermal necrosis. The doctor gave the patient dressing change treatment (whether the suture was removed was unknown). This event led to delayed wound healing for one month and prolonged hospitalization (specific time was unknown). No subsequent adverse event report was received. The following information was requested but unavailable: is this complaint about 1 suture device? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. Was intervention given for the epidermal necrosis? If yes, please provide details. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Has the patient had any past issues with triclosan? Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?- (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.